Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter started reading inaccurately high compared to both his feelings/normal readings and to another meter in (B)(6) 2015. He reported on date/time unknown, he obtained an inaccurately high blood glucose result of ¿139 mg/dl¿ on the subject meter and ¿123 mg/dl¿ and ¿180 mg/dl¿ on another meter (ot ultra2) obtained more than 30 minutes apart. The time difference of greater than 30 minutes between readings makes this comparison invalid and meter to feelings/normal readings comparisons are also invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin (no adjustments). He denied making any changes to his regular diabetes management regimen as a result of obtaining the alleged inaccurate high results. He reported, after the start of the alleged issue, he developed symptoms of ¿sweating¿. He also reported, during the ¿third week in (B)(6) 8-9 am¿, he treated his symptoms with glucose tablets/glucose gel. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and he had used an approved sample site. The cca educated the patient on the use of control solution. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.